Manufacturer narrative:
(B)(4) undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and a mesh was implanted.&#2057;t was reported that she experienced undisclosed injuries.&#2062;o additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and prolene mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot sce646 and product pmii.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.